Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
An article/literature was received entitled "revision of failed unicompartmental knee replacement to total knee replacement¿ literature article "revision of failed unicompartmental knee replacement to total knee replacement" by daud t.s. Chou et al. Published by the knee was reviewed. The article purpose: to review patients who had a revision total knee replacement for failed unicompartmental knee replacement. The article reports: between 2001 and 2010, one hundred and thirty-two unicompartmental knee replacements were performed at the authors' institute for this study. The prosthesis survival rate was 89 percent at two years and 77 percent at 5 years. The predominant cause of failure was aseptic loosening. Other reasons for revision as noted in clinical documentation, included persistent pain, malalignment, and the progression of symptomatic osteoarthritis in another compartment. Two patients had myocardial infarctions which were treated medically, two developed deep vein thrombosis of their lower limb. All patients were successfully treated and discharged home. The patella was resurfaced in two cases so it will be coded for. Cement was used in all cases although no manufacturer was specified. The authors don't specify which complications are associated with depuy products, therefore product quantities are not able to be obtained. Depuy products involved: pfc. Complications: aseptic loosening, mispositioning, pain, myocardial infarction, dvt, surgical intervention.